Event description:
It was reported the light on/standby button of the xenon light source only worked on occasion and did not pull the image on the screen, it had to be turned off and on multiple times for it to start working. This occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.